Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a change sensor and calibration not accepted alert. The customer reported no adverse event. The event involved products mmt-7811na and mmt-7020a. Troubleshooting was performed for sensor alert and the sensor securely was not taped to skin and was not still in place and the transmitter test procedure was failed. Troubleshooting was performed for the tester procedure for the transmitter and the rf icon turned green but the sensor connected screen was not displayed. No harm requiring medical intervention was reported. The customer will discontinue using the transmitter. Product return was requested for mmt-7811na and the customer response was that the device will be returned. It was unknown whether the customer will continue using the sensor. No product return is required for mmt-7020a.